Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, g4, g7, h2, h3, h6, h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, and lot identification was not provided. Device is used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed. H3 other text : product location unknown.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported while using the pulsavac the blue locking piece kept coming loose causing the cleaning tubing to fall off. Several attempts were made to properly lock the device on but the same thing kept happening. The event occurred during surgery. No adverse events were reported as a result of this malfunction.